Manufacturer narrative:
H11 livanova deutschland manufactures the essenz arterial clamp, the event occurred in united states. Livanova field service engineer was dispatched to customer facility, tested the device and confirmed the issue. To fix it, the arterial clamp has been replaced. All functional tests have been completed successfully and the device returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz hlm showed the error message arterial clamp (ac) defective. The issue occurred during procedure.